Event description:
Surgical tech was preparing to box a piece of equipment on loan from the MFR. She lifted the equipment and it slipped a little. Her arm was caught in the hydraulics which tightened around her arm. When she tried to remove her arm. It tightened around it more. Staff came to assist. The employee was getting very upset so they had her sit down on the floor so she did not fall and make the situation worse. Two surgeons were able to talk her into moving her arm over and then she was able to remove from the equipment. The employee's arm was examined by the surgeon who had used the equipment. He did not see any injury. The employee declined further med evaluation. FDA safety report ID# (B)(4).